Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: an image shows the reported lesion in the proximal left main artery. A device that appears to be a balloon is delivered to the lesion. The balloon is inflated to pre dilate the lesion. A stent is delivered to the lesion and deployed. A contrast image shows the lesion following stent deployment. A balloon is delivered to the location of the deployed stent to post dilate. A contrast image shows the treated left main artery. There were no images showing the reported resistance, stent deformation or suggestive of the use of excessive force. Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to proximal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel, most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary, drug eluting stent to treat a mildly calcified lesion exhibiting 95% stenosis in the proximal left main (lm) coronary artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred invivo during positioning. The procedure was complete using another medtronic rsint25022x stent. It is reported that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.